Manufacturer narrative:
Section b3: correction; section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient¿s hemoglobin was down to 7.3 from 9.3. The patient denied black, tarry stools. The patient received 2 units of packed red blood cells (prbcs) at an outside clinic on (B)(6) 2020, and the issue reportedly resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018, via customer order (B)(4). The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that 2 units of packed red blood cells were successfully administered on (B)(6) 2020, and the event resolved.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the subject¿s hemoglobin was down to 7.3 from 9.3 on (B)(6) 2020. The patient denied black, tarry stools. The plan was made for subject to receive 2 units of packed red blood cells at an outside clinic on (B)(6) 2020.